Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed multiple loss of prime warnings associated with zero force. The pump was loaded and primed successfully and exercised with no loss of prime warnings duplicated.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.